Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain / severe and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 958709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1993, (B)(6) 1999), dyspareunia, vaginal delivery, alcohol use, irritable bowel syndrome, spondylolysis, uterine bleeding, back pain, diabetes mellitus, fibrocystic breast disease, gestational diabetes and human papilloma virus infection. Previously administered products included for birth control: ortho tricyclen; for an unreported indication: ultram. Past adverse reactions to the above products included dyskinesia with ultram. Concurrent conditions included obesity, smoker, menorrhagia and uterine leiomyoma. Family history included hypertension (father). Concomitant products included cortisone acetate (cortison), hydrochlorothiazide and ibuprofen. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced feeling abnormal ("brain fog") and seizure ("undiagnosed seizure / seizures"). In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction/nickel allergy"), dysgeusia ("metallic taste in mouth"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("severe and persistent abdominal pain"), myalgia ("muscle pain") and arthralgia ("joint pain"). On (B)(6) 2012, the patient experienced fallopian tube spasm ("left tube had spasms"). In 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("abdominal swelling"), paraesthesia ("tingling in arms and legs"), back pain ("low back pain") and complication of device removal ("had complications from essure removal procedure"). The patient was treated with surgery (on (B)(6) 2013 underwent laparoscopy removal of essure device, on (B)(6) 2014 underwent hysterectomy-uterus with cervix and bilateral fallopian tubes removed) and surgery (on (B)(6)2013 ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysgeusia, headache, nausea, feeling abnormal, myalgia, arthralgia and paraesthesia had resolved and the genital haemorrhage, allergy to metals, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, migraine, seizure, abdominal pain, bladder disorder, urinary tract disorder, fallopian tube spasm, back pain and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, migraine, myalgia, nausea, paraesthesia, pelvic pain, seizure and urinary tract disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight: (B)(6). On- (B)(6) 2014 underwent full hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On (B)(6) 2012 : salpingogram : impression ¿ status post essure replacement. No evidence of contrast spillage into the pelvis, consistent with fallopian tube occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: follow up from mr(social media)-events-"allergic or hypersensitivity reaction, metallic taste in mouth, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal swelling, migraines, headaches, nausea, brain fog, undiagnosed seizure, nickel allergy, severe and persistent abdominal pain, muscle pain, joint pain, low back pain, tingling in arms and legs, bladder problem, urinary problem, abnormal bleeding, left tube had spasms", lot number, reporter, historical condition added from pfs. Historical and concomitant condition, lab data added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain / severe and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 958709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1993, (B)(6) 1999), dyspareunia, vaginal delivery, alcohol use, irritable bowel syndrome, spondylolysis, uterine bleeding, back pain, diabetes mellitus, fibrocystic breast disease, gestational diabetes and human papilloma virus infection. Previously administered products included for birth control: ortho tricyclen; for an unreported indication: ultram. Past adverse reactions to the above products included dyskinesia with ultram. Concurrent conditions included obesity, smoker, menorrhagia and uterine leiomyoma. Family history included hypertension (father). Concomitant products included cortisone acetate (cortison), hydrochlorothiazide and ibuprofen. In 2012, the patient experienced feeling abnormal ("brain fog") and seizure ("undiagnosed seizure / seizures"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction/nickel allergy"), dysgeusia ("metallic taste in mouth"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("severe and persistent abdominal pain"), myalgia ("muscle pain") and arthralgia ("joint pain"). On (B)(6) 2012, the patient experienced fallopian tube spasm ("left tube had spasms"). In 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("abdominal swelling"), paraesthesia ("tingling in arms and legs"), back pain ("low back pain"), complication of device removal ("had complications from essure removal procedure") and procedural headache ("getting headaches"). The patient was treated with surgery (on (B)(6) 2013 underwent laproscopy removal of essure device, on (B)(6) 2014 underwent hysterectomy) and surgery (on (B)(6) 2013 ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysgeusia, headache, nausea, feeling abnormal, myalgia, arthralgia and paraesthesia had resolved and the genital haemorrhage, allergy to metals, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, migraine, seizure, abdominal pain, bladder disorder, urinary tract disorder, fallopian tube spasm, back pain, complication of device removal and procedural headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, complication of device removal, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, migraine, myalgia, nausea, paraesthesia, pelvic pain, procedural headache, seizure and urinary tract disorder to be related to essure. The reporter commented: current weight: 173. On- (B)(6) 2014 underwent full hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. (B)(6) 2012 : salpingogram : impression ¿ status post essure replacement. No evidence of contrast spillage into the pelvis, consistent with fallopian tube occlusion. Most recent follow-up information incorporated above includes: on 7-jun-2018: event from social media post: getting headaches was received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain / severe and persistent pelvic pain"), genital haemorrhage ("abnormal bleeding") and seizure ("undiagnosed seizure / seizures") in a 38-year-old female patient who had essure (batch no. 958709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1993, (B)(6) 1999), dyspareunia, vaginal delivery, alcohol use, irritable bowel syndrome, spondylolysis, uterine bleeding, back pain, diabetes mellitus, fibrocystic breast disease, gestational diabetes and human papilloma virus infection. (B)(6) 2012 : hysterosalpingogram: impression ¿ status post essure replacement. No evidence of contrast spillage into the pelvis, consistent with fallopian tube occlusion. On (B)(6) 2012 and (B)(6) 2012 hsg should within normal limits. (Discrepancy in date of essure confirmation test). Previously administered products included for birth control: ortho tricyclen; for an unreported indication: ultram. Past adverse reactions to the above products included dyskinesia with ultram. Concurrent conditions included obesity, smoker, menorrhagia, uterine leiomyoma, numbness of extremities, hypermenorrhea, pelvic adhesions and uterine inflammation. Family history included hypertension (father). Concomitant products included cortisone acetate (cortison), hydrochlorothiazide and ibuprofen. In 2012, the patient experienced seizure (seriousness criterion medically significant) and feeling abnormal ("brain fog"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced paraesthesia ("tingling in arms and legs"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction/nickel allergy"), dysgeusia ("metallic taste in mouth"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("severe and persistent abdominal pain"), myalgia ("muscle pain") and arthralgia ("joint pain"). On (B)(6) 2012, the patient experienced fallopian tube spasm ("left tube had spasms"), 2 months 20 days after insertion of essure. In 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("abdominal swelling"), back pain ("low back pain"), complication of device removal ("had complications from essure removal procedure"), procedural headache ("getting headaches") and adenomyosis ("adenomyosis"). The patient was treated with surgery ((B)(6) 2013 laproscopy removal of essure, (B)(6) 2014 hysterectomy (full), bilateral salpingectomy and on (B)(6) 2013 novasure ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysgeusia, dyspareunia, headache, nausea, feeling abnormal, abdominal pain, myalgia, arthralgia and paraesthesia had resolved, the genital haemorrhage, seizure, allergy to metals, female sexual dysfunction, dysmenorrhoea, abdominal distension, migraine, bladder disorder, urinary tract disorder, fallopian tube spasm, back pain, complication of device removal, procedural headache and adenomyosis outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, arthralgia, back pain, bladder disorder, complication of device removal, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, migraine, myalgia, nausea, paraesthesia, pelvic pain, procedural headache, seizure and urinary tract disorder to be related to essure. The reporter commented: current weight: 173. On- (B)(6) 2014 underwent full hysterectomy with bilateral salpingectomy. Discrepancy noted : date of removal: (B)(6) 2013, (B)(6) 2014. Hysterectomy with bilateral salpingectomy ¿ total. Hysterectomy with bilateral salpingectomy. Discrepancy in date of insertion (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: within normal limits. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : tingling in her arms and legs, muscle aches, pelvic pain, lower back pain, menorrhagia, bloating and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received. Reporter information were added. Event : adenomyosis were added. Outcome of the event : fatigue, painful intercourse and abdominal pain were updated. Incident- we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain / severe and persistent pelvic pain"), genital haemorrhage ("abnormal bleeding") and seizure ("undiagnosed seizure / seizures") in a 38-year-old female patient who had essure (batch no. 958709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1993, (B)(6) 1999), dyspareunia, vaginal delivery, alcohol use, irritable bowel syndrome, spondylolysis, uterine bleeding, back pain, diabetes mellitus, fibrocystic breast disease, gestational diabetes and human papilloma virus infection. Previously administered products included for birth control: ortho tricyclen; for an unreported indication: ultram. Past adverse reactions to the above products included dyskinesia with ultram. Concurrent conditions included obesity, smoker, menorrhagia and uterine leiomyoma. Family history included hypertension (father). Concomitant products included cortisone acetate (cortison), hydrochlorothiazide and ibuprofen. In 2012, the patient experienced seizure (seriousness criterion medically significant) and feeling abnormal ("brain fog"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction/nickel allergy"), dysgeusia ("metallic taste in mouth"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("severe and persistent abdominal pain"), myalgia ("muscle pain") and arthralgia ("joint pain"). On (B)(6) 2012, the patient experienced fallopian tube spasm ("left tube had spasms"). In 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("abdominal swelling"), paraesthesia ("tingling in arms and legs"), back pain ("low back pain"), complication of device removal ("had complications from essure removal procedure") and procedural headache ("getting headaches"). The patient was treated with surgery (on (B)(6) 2013 underwent laproscopy removal of essure device, on (B)(6) 2014 underwent hysterectomy) and surgery (on (B)(6) 2013 ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysgeusia, headache, nausea, feeling abnormal, myalgia, arthralgia and paraesthesia had resolved and the genital haemorrhage, seizure, allergy to metals, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, migraine, abdominal pain, bladder disorder, urinary tract disorder, fallopian tube spasm, back pain, complication of device removal and procedural headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, complication of device removal, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, migraine, myalgia, nausea, paraesthesia, pelvic pain, procedural headache, seizure and urinary tract disorder to be related to essure. The reporter commented: current weight: 173. On (B)(6) 2014 underwent full hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. On (B)(6) 2012 : salpingogram : impression status post essure replacement. No evidence of contrast spillage into the pelvis, consistent with fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.